Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo explant due to inadequate pain relief and new health concerns. It was also noted that the patients greatest area of pain was not what the scs was originally placed for.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no immediate course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.